Event description:
It was reported that five lvp display boards needed to be replaced due to dim/ burnt out lcd segment. There was no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 5 out of 5 returned boards. Test results identified 5 out of 5 returned lvp display board assemblies with dim segments. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. Log summary: n/a logs were not provided or deemed necessary for this investigation. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Review of the sn (B)(6) service history record showed the device had a manufacture date of 03-oct-2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 12-nov-2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display board was returned for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that five lvp display boards needed to be replaced due to dim/ burnt out lcd segment. There was no patient involvement.